Manufacturer narrative:
Analysis found abrasion under the rv shock coil. The coating of one of the ring electrode conductors was abraded at this same location. This is consistent with the observation from the field of noise.

Event description:
It was reported that during device change out the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient's condition was stable after the procedure.